Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check the cs300 intra-aortic balloon pump (iabp) balloon waveform not displaying properly. There was no patient involvement reported.

Manufacturer narrative:
Additional field: e1(postal code: (B)(6)). A getinge field service engineer (fse) evaluated the unit and performed pneumatic test. Observed compressor pressure is 40 mmhg. After diagnosis found compressor diaphragms are damaged due to ageing effect. So it needs to replace 5000 hours maintenance kit. Fse resolved the issue by replacing 5000 hours maintenance kit. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
It was reported during routine check by the customer, the cs300 intra-aortic balloon pump (iabp) balloon waveform not displaying properly. There was no patient involvement reported.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a